Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low mean arterial pressures (maps) in the 50s and he came close to passing out. The patient also had dark stools for two days. The patient was admitted on (B)(6) 2020 for evaluation. A colonoscopy was performed and found 1 arteriovenous malformation (avm) in duodenum that was cauterized. The patient received a total of 8 units of blood during his admission. The patient was discharged on (B)(6) 2020.

Event description:
The device operated as intended the bleeding status was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.